Event description:
It was reported that this right ventricular (rv) lead impedance measurements had gradually risen and are currently out-of-range at 150 ohms. Boston scientific technical services was contacted and recommended a thorough in-clinic lead integrity evaluation with provocative maneuvers and potential diagnostic imaging. The physician initially wanted to perform a defibrillation threshold test (dft), but it was determined that a low-energy synchronous shock test would be more clinically appropriate. The synchronous shock test was subsequently performed, which confirmed a rv lead issue, but the specific details were not provided. As the patient does not require shock therapy, the physician elected to program off the shock therapy from the device. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct details in the fields d1 through d4.

Event description:
It was reported that this right ventricular (rv) lead impedance measurements had gradually risen and are currently out-of-range at 150 ohms. Boston scientific technical services (ts) was contacted and recommended a thorough in-clinic lead integrity evaluation with provocative maneuvers and potential diagnostic imaging. The physician initially wanted to perform a defibrillation threshold test (dft), but it was determined that a low-energy synchronous shock test would be more clinically appropriate. The synchronous shock test was subsequently performed, which was unable to confirm a rv lead issue. As the patient does not require shock therapy, the physician elected to program off the shock therapy from the device. Further information was provided that commanded and 41j shock testing were performed which revealed a code 1005, indicative of an open circuit condition. This result was subsequently communicated to ts, who recommended a surgical replacement of both the rv lead and the implanted device. However, as the young patient's condition has significantly improved and shock therapy is no longer required, the physician wanted to avoid surgical intervention. The patient is continuing with normal monitoring and the device's shock therapy remains programmed off. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead impedance measurements had gradually risen and are currently out-of-range at 150 ohms. Boston scientific technical services was contacted and recommended a thorough in-clinic lead integrity evaluation with provocative maneuvers and potential diagnostic imaging. The physician initially wanted to perform a defibrillation threshold test (dft), but a low-energy synchronous shock test will most likely be performed. Information has been requested regarding the specific lead and healthcare facility details, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.